Manufacturer narrative:
Bci field service engineer (fse) wiped white residue off the face of the electrode. Hardware changes or alignments were not needed. As of (B)(4) 2011, bci qa personnel spoke with customer, who indicated they are satisfied with glucose performance. A clear root cause is unknown at this time.

Event description:
A post-mod glucose (glucm) customer obtained erroneous erratic glucm results for two (2) patients, when running samples in duplicate mode on the unicel dxc 800 pro synchron chemistry analyzer. Patient treatment was not affected in regard to this event as the customer ran the sample in duplicate mode and verified the results on an alternate instrument prior to reporting.